Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose readings of 430 mg/dl. The high blood glucose levels were treated with the insulin pump. A broken belt-clip and broken charcoal holster was also reported. The belt-clip will be replaced. Nothing further reported.